Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 275 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.